Event description:
On 25th february 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc instead. All the fragments retrieved were from the patient and ar-1922p and ar-1927ptb-45 were used to prepare the bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc bio-comp swvlk c, cld 4.75 x 19.1 mm batch 15219923, was received for investigation. Functional testing was conducted by moving the inner and outer molded shafts to check for issues. No problem was found. Visual evaluation revealed that the anchor/bio was broken at the distal end, causing the implant to lose part of its structure. The sutures were broken. The eyelet was not returned for evaluation. The most likely cause(s) of the reported failure are user error, including improper bone preparation, misalignment, or prying/leveraging the device during insertion.